Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave (ffrw) oversensing was noted on the right atrial (ra) lead. In addition, undersensing resulting in lost of pacing was noted on the ra lead. The ra lead remains in use. No patient complications have been reported as a result of this event.